Event description:
Journal reference: contarino et al. "Cognitive outcome 5 years after bilateral chronic stimulation of subthalamic nucleus in pts with parkinson's disease" journal of neurology. Neurosurgery & psychiatry. The article describes the results from a study that involved a series of 11 pts treated with bilateral deep drain stimulation (dbs) of the subthalamic nucleus (stn) for management of symptoms related to parkinsons disease. The study objective was to assess pt symptoms before implant and at one year and five years. The decline in verbal fluency observed at five years did not have a clinically meaningful effect on daily living activities. The article included a number of complications related to deep drain stimulation therapy. Reportable event: two pts developed transient manic symptoms with hyper sexuality a few days after the initial surgery. The symptoms remained for several months and spontaneously disappeared.